Manufacturer narrative:
The pump was received with a button error alarm and no esc or act button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked case near the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm. The customer reported that they had been walking around for the past 12 hours wearing the insulin pump in the bra. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.